Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Visual and functional tests were performed. One decontaminated sample cuff inflator/pressure gauge was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. Functional/manual testing found that when device is inflated the pointer is stacked in several areas across measuring range. The most probable cause was hit or drop damage caused by the customer/user during use. The root cause of this complaint remains undetermined.

Manufacturer narrative:
A video was received from the site and it could be seen that the pointer was stuck near 50cmh2o. Receiving inspection in smiths medical (B)(4). The oldest and the newest batch of 005/800/001 cuff inflators were sample inspected as per good inwards inspection procedure ip005/800/001 rev. 101 point 5.1 accuracy of the gauge reading. No fault was found. Based on the results from investigation current manufacturing and distribution process is capable to deliver functional products to customer - no potential source of hit or drop damage was identified within smiths medical processes. The root cause of this complaint remains unknown.

Event description:
Information was received indicating that a smiths medical pressure cuff had a stuck pointer. There was no reported adverse events.